Manufacturer narrative:
Batch records for final product manufacturing and qc records for cov2020169 were reviewed and no abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples of cov2020169 met the qc criteria. The complaint issue was not found in the retained cassettes. The root cause is undetermined. Similar issues will be tracked and trended.

Event description:
False positive result(s). Customer stated that he had false positive results as he tested negative on a different lo and with heatlh test. Currently does not have any symptoms.